Event description:
The customer contacted an abbott cta regarding the ausab quantitation panel product correction letter. The customer stated reagent lots 42105m100 and 46399m100 have been used to test patient samples for immunity. The customer inquired what action should be taken and if abbott has any recommendations for evaluating results from kits that have a possible bias. The cta instructed the customer to follow their laboratory's procedures and that an investigation was being conducted. No impact to patient management was reported.

Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.